Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was 468 mg/dl. Troubleshooting was performed. The customer stated that she was nausea and vomiting before going to the hospital. The customer also stated that the display was blank. Reviewed the programming and it is accurate. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.